Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by customer that hub just popped off. Additional info received on 14 august 2023: patient admitted to facility (B)(6) 2023. Ra was part of the transition of patients moving from the old ICU to the new pavilion ICU when the nurse noticed that the white hub on the PICC line was laying in the bed. The nurse stated that there was no tugging or pulling on the lines during the move and that no infusions were running at the time. The PICC catheter and dressing was intact, only the white hub was detached from the hub line of the PICC. Product was intact and dwelling in ra's right arm since placement on(B)(6) 2023. It appears that it is a hub detachment. The event directly involved the patient. The PICC catheter had to be replaced. The event involved an urgent replacement of the PICC catheter d/t drug infusions needing to be restarted. No patient harm or complication came from the event, an event report was written up and a new PICC line had to be placed. No negative impact occurred to the patient. After transition to the new pavilion ICU, a new PICC line was established, and the patient received her infusion.

Event description:
It was reported by customer that hub just popped off. Additional info received on v14 august 2023: patient admitted to facility on (B)(6) 2023. Ra was part of the transition of patients moving from the old ICU to the new pavilion ICU when the nurse noticed that the white hub on the PICC line was laying in the bed. The nurse stated that there was no tugging or pulling on the lines during the move and that no infusions were running at the time. The PICC catheter and dressing was intact, only the white hub was detached from the hub line of the PICC. Product was intact and dwelling in ra's right arm since placement on (B)(6) 2023. It appears that it is a hub detachment. The event directly involved the patient. The PICC catheter had to be replaced. The event involved an urgent replacement of the PICC catheter d/t drug infusions needing to be restarted. No patient harm or complication came from the event, an event report was written up and a new PICC line had to be placed. No negative impact occurred to the patient. After transition to the new pavilion ICU, a new PICC line was established, and the patient received her infusion.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed and was determined to be use related. The implicated and returned product was 5 fr triple lumen powerpicc. Use residue was observed throughout the sample. The catheter terminated at the 37 cm depth marking. There was a complete fracture on the white lumen extension tubing. The fracture occurred at the luer/tubing joint. Microscopic evaluation of the fracture surface revealed a granular fracture surface. Beach marks, deformation, and radiating tear marks were present on the fracture surface. This complaint will be recorded for future trending and monitoring purposes.